Event description:
It was reported that a pt had a tvt procedure in conjunction with a total vaginal hysterectomy. There were no complications reported with either of these procedures. The pt is reporting possible nerve damage post operatively. Pt is having problems crossing/lifting pt's legs in certain ways. Based on these symptoms the physican believes that obturator nerve damage occurred. It is reported that the pt is working and carrying out pt's usual activities.